Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.

Event description:
On (B)(6)2004, the patient was implanted with two gore excluder bifurcated endoprostheses to repair a 52 mm abdominal aortic aneurysm. On (B)(6) 2010, the patient's aneurysm measured 62 mm. There were no endoleaks and the physician felt it was endotension. On (B)(6) 2010, the patient underwent a reintervention where the original implanted devices were relined with four additional gore excluder aaa endoprostheses. The patient tolerated the procedure.